Event description:
Patient came in for a normal follow-up visit. It was noted on (B)(6) 2011 that atrial lead was displaced. On (B)(6) 2011, the patient got a new atrial lead under normal operation. The atrial sensing was a little bit low but it was okay. Patient will have a follow-up visit again. The doctor was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).